Event description:
It was reported by the legal guardian (lg) took the patient to the emergency room and was admitted into basildon hospital with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 34 mmol/l (612 mg/dl) and ketones at 3.6 mmol/l while wearing the pod between 5 and 24 hours. When removed from the infusion site (arm), the pod cannula was found to be dislodged and leaking insulin. The patient was treated with insulin pen injections. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition, including the dislodged cannula, could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.